Event description:
On (B)(6) 2026, the patient visited our hospital¿s emergency department and was directed to the emergency infusion room for intravenous therapy as prescribed. At 11:51 a.m., a nurse administered the infusion using a closed-system intravenous catheter with a disposable, pre-filled infusion set. While inserting the catheter, the nurse removed the needle cone and opened the flow control valve on the infusion set. During the infusion, the nurse noticed medication leaking from the catheter tubing. The nurse immediately closed the pinch clamp and removed the cannula. Upon inspection, it was found that the leak was caused by a tear in the extension tubing. After the original puncture site had healed, a new closed-system intravenous cannula was inserted for re-infusion, and no abnormalities were observed during the procedure. This incident necessitated a second puncture and cannula placement, causing additional discomfort to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.